Event description:
The hcp reported that after an intrathecal pump system implant, it became infected and was removed, and the pt was placed on antibiotics. The pt presented in 2007 for an "elective implantation" of a new intrathecal pump system in 2007. At that time, the pt showed no signs of infection and the new pump was placed. The drug used in the infection and the new pump was placed. The drug used in the pt's pump was dilaudid (10mg/ml) at an unknown dose.